Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had difficulty completing a remote interrogation. It was noted that a red call doctor icon (rcd) was displayed as well. Technical services (ts) noted that the rcd alert was triggered due recorded intermittent high out of range shock impedance measurements on the non-boston scientific right ventricular (rv) shock lead. Troubleshooting efforts were successfully performed. Ts referred the patient to their cardiologist for further evaluation of the observed rcd alert. The ICD and non boston scientific rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had difficulty completing a remote interrogation. It was noted that a red call doctor icon (rcd) was displayed as well. Technical services (ts) noted that the rcd alert was triggered due recorded intermittent high out of range shock impedance measurements on the non-boston scientific right ventricular (rv) shock lead. Troubleshooting efforts were successfully performed. Ts referred the patient to their cardiologist for further evaluation of the observed rcd alert. The ICD and non-boston scientific rv lead remain in service. No adverse patient effects were reported.